Event description:
The customer reported that the ventrilator stopped operating while in use and alarmed. Customer reported there was no pt harm. The respironics service technician was unable to duplicate the reported problem. The service technician reported a diagnositc code in log history indicating that a vent restart occurred. The ventrilator was returned to the factory for evaluation. The event reported by the customer was not duplicated during factory testing.